Manufacturer narrative:
While troubleshooting with the customer on the phone, the customer was able to get the pump working again by turning it off and back on again. The customer was sent a replacement pump as a courtesy. The customer was contacted by a complaint handler on 08/16/2017, at which point she confirmed that she was taking antibiotics which were prescribed for her mastitis. The customer stated that she finished taking the antibiotics and the mastitis was resolved. The pump was evaluated and passed all functional tests. Refer to attached evaluation for details. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis. Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that she was having low suction with her pump in style breast pump. The customer reported that she was diagnosed with mastitis on (B)(6) 2017 and was prescribed antibiotics. She had a fever of 101.4.